Manufacturer narrative:
(B)(4) . The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Internal and external visual inspection was performed and no issues were noted. Device functional testing was performed, including simulated-use testing. Functional tests revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:31:58. During night drain cycle four, the patient's ultrafiltration reading was 988ml, indicating the patient drained 988ml more than their maximum programmed fill volume of 1500ml. No additional information is available.